Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly will not be explanted at this time. The recipient will be managed per center protocol. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly experienced decreased performance. Programming adjustments were made, however the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9. The explanted device was received by advanced bionics june 26, 2024. Advanced bionics is currently attempting to obtain consent from the recipient. The device remains intact in a locked vault at ab, llc until consent is obtained. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has not provided consent despite several requests to the recipient¿s medical institution to obtain and provide the consent. As a result, no conclusion can be drawn at this time. If the consent is received at a later date, the issue will be re-opened and the results of the analysis will be reported. The device remains intact in a locked vault at ab, llc until consent is obtained. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
A review of the recipient¿s test data indicated impedance issues. Revision surgery is under consideration.